Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no sound was coming from the avalon fm30 fetal monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The customer received assistance from philips remote support who performed troubleshooting. It was found the speaker and main cpu board are defective. The customer was advised to exchange the speaker and the main cpu board and reload the software. The biomed responded after repair and software reload the device works and is back in service.